Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized two days after onset. The cause and treatment of the peritonitis was not reported. The patient had not recovered. Pd therapy was ongoing. No additional information is available.